Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information b15, c22 for photo analysis added code.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2024 and suture was used. The cardiothoracic surgeon experienced suture snapping when he is doing distal anastomosis during the CABG procedure. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/22/2024. H6 component code: c22 - photo analysis. H3 investigational summary: the product was returned to ethicon for evaluation. One needle suture in two sections, a paper lid, and one empty winding former were received for analysis. Product code 8702h. This product code is double-armed. During the visual inspection of the suture pieces, we observed elongation in one of the suture pieces and noted that the end was broken. In the other suture piece, it was found that the end was cut, possibly by a surgical instrument. Additionally, a photo was provided and it showed a labeled winding former and two suture pieces inside a plastic bag. The functional test was performed using an instron equipment and the tensile force was above the minimum requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.